Event description:
Related manufacturer report number 2017865-2022-00046. It was reported that noise and varying low voltage impedance were noted on the right ventricular (rv) lead and the right atrial (ra) lead suspected to be due to lead fracture. The rv lead and the ra lead were extracted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the oversensing due to the noise was observed on the right ventricular (rv) lead and on the right atrial (ra) lead. Additionally, lead fracture was visually observed on the rv lead and the ra lead.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported events of noise and varying low voltage impedance were confirmed. Dissection of the lead revealed the inner insulation was abraded at the suture tie region. The cause of the noise and varying low voltage impedance was due to the inner insulation abrasion, which is consistent with external forces. The reported event of lead fracture was not confirmed. X-ray inspection and electrical testing did not reveal any indication of conductor fractures.